Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was performed and passed successfully with no issues related to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an intravia container leaked. The leak was observed ¿around the bottom of the medication port where it seals to the bag". The intravia container contained a solution of bupivacaine. The leak occurred after shipping. There was no report of patient injury or medical intervention associated with this event. No additional information is available.